Manufacturer narrative:
The information to enable further investigation, such as a kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trends are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible root cause is cross contamination.

Event description:
Tha customer reported an unknown number of false positive results performed between (B)(6) 2022 with the ID now covid-19 assay with a nasal sample. No additional patient information, including treatment and outcome, was provided.